Event description:
It was reported that the pump volume was changed from 9ml to 8ml and then back to 9ml. When they went to update the pump, they got an empty reservoir alarm message. The pump still had 8.8 ml in it. The patient was receiving effective therapy. They were planning to silence the alarm and update the pump to resolve the issue. The device system was delivering baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. Product ID: 8840, lot# serial# unknown. Product type: programmer, physician. Product ID: 8596sc, serial# (B)(4), product type: catheter. (B)(4).